Manufacturer narrative:
On 11-sep-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implant prostheses (catalog #: 3506004bc, right serial #: (B)(6), left serial #: (B)(6)). On 21-sep-2020, mentor received additional information regarding the suspected medical devices. The devices were inadvertently discarded and are not available for evaluation. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jul-2020, mentor received additional information regarding the revision surgery. The patient is scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast surgery with two 500cc mentor memorygel breast implant prostheses experienced right-sided rupture and bilateral grade iii capsular contracture postoperatively. A healthcare professional reports that the right side capsular contracture is more severe than the left side. Mammogram performed on the patient¿s breasts indicated the right-sided rupture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right-sided prosthesis.